Event description:
The dissecting lyons forceps (model number: 3700pk) manufactured by gyrus medical, inc. Failed. There is evidence that the plastic near the end of the device (the black shaft sheath) melted. This is the second time the same issue has been reported.